Event description:
A 6f angio-seal sts plus was deployed post-interventional procedure. A ppre-placement angiogram was performed which showed that the procedure sheath was inserted very close to or within the femoral artery bifurcation. Soon after deployment the patient developed symptoms of distal arterial insufficiency,described as a "white foot". The patient underwent vasucular surgery. The angio-seal device was removed. The patient was reportedly recovering without further consequences.